Manufacturer narrative:
The customer did not provide any additional information for the investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the crep2 (creatinine plus ver.2) assay on a cobas 6000 c 501 module, serial number (B)(4). The sample initially resulted in a crep2 value of 511 umol/l. A new sample draw of the patient, tested in a different laboratory, resulted in a crep2 value of 72 umol/l. The initial sample was then repeated, resulting in a crep2 value of 72 umol/l. A second new sample draw of the patient, resulted in a crep2 value of 65 umol/l. The initial questionable result was reported outside of the laboratory.